Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event without device examination. Although not returned, it would not be unreasonable to find some degree of poly material wear after the length of time reported as implanted. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.